Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file was provided for review. Our review of the data file showed, during the first analysis event that was determined not shockable, that it was due to the waveforms normalized amplitude and low qrs rates. The second analysis was determined as ventricular tachycardia; however the qrs rates were below 150 bpm (not shockable). The third analysis, first segment also showed ventricular tachycardia with qrs rates below 150 bpm (not shockable) and the second segment had no matching condition, also not shockable. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.